Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions telephone number : (B)(6).

Event description:
It was reported that during routine check performed by biomed, the cs100 intra-aortic balloon pump (iabp) unit had an electrical test fail #50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the motor control board from the customer's stock. The fse checked the required calibration. The unit was found to be working okay. The fse returned the iabp to the customer in good, working condition.